Event description:
It was reported that the user experienced a low glucose event while using the ilet bionic pancreas, with sensor glucose at 74 mg/dl and confirmatory fingerstick at 70 mg/dl, after eating dinner in place of the user¿s usual evening granola with milk and following healthcare provider instructions not to announce meals; the user self-treated with approximately 10 g of oral carbohydrate as apple juice, and subsequent readings increased to 106 mg/dl on the pump and 103 mg/dl by fingerstick. Symptoms included nausea, lightheadedness, and awareness of an irregular heartbeat. Outcomes included transient symptomatic hypoglycemia that resolved with oral carbohydrate without medical intervention. Investigation included user troubleshooting and education. Investigation of this case revealed that the event was consistent with hypoglycemia with an unclear cause. It was concluded that the device functioned as designed and that user-directed oral carbohydrate intake resolved the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.